Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient stated the device was sending shocks down their legs. Patient stated both legs felt like they were on fire. Patient said the sensation has been going on for a couple of days but today it has gotten really bad. Patient tried to reach the mdt representative but they have not called back. Patient was going to have a nuclear scan tomorrow because they think there is an infection at the implant. Patient had tried turning stim off and it was so bad so they thought maybe turning stim back on would help with the discomfort. Patient turned stim back on and they are still getting electric shocks. Patient mentioned that the device worked great during the trial period but after they put it in something changed and they has had problems since then. Patient reported they had a swollen lump in their back over their sacrum and they were going to do a bone scan tomorrow to look at where the infection is. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient said every time they get off the antibiotics they get sick.